Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Investigation summary: pre-investigation statement: as described in the complaint description it was reported that hat the screwdriver is defective. The received screwdriver was found broken and therefore the flow chart number 5 was selected for this investigation. Investigation selection: investigation site: (B)(4). Selected flow: 5. Broken. Visual inspection: the received screwdriver was found broken at the handle. The broken part is missing. Furthermore the tip was found rounded and worn out. Dimensional inspection: the relevant features are heavy damaged in a manner which prevents accurate measurement of the features. The damages are clearly caused post manufacturing. Drawing/specification review: the investigation has shown that the cause of complained malfunction is a post-manufacturing caused use related damage at the device, therefore no drawing/specification review is needed. Material review: the material review could not be performed, as lot number is not known. Summary: our investigation has shown that the complaint condition is confirmed as the screwdriver was found defective and broken. Because of the damage, it is not possible to measure the relevant dimension. This damage is clearly caused post manufacturing. We are not able to determine the exact cause of this occurrence due to missing detailed clinical information and missing broken part. We suppose that a mechanical overload situation during use could lead to the breakage. Finally, we conclude that the cause of failure is not due to any manufacturing non-conformance's. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient height reported as 155.00 cms. Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported patient suffered a road accident and underwent a left diaphyseal radius pseudoarthrosis in (B)(6) 2016. Patient reported pain on the scar. Patient was returned to surgery on (B)(6) 2018 for revision where the plate and screw were removed. It is not known if the implants were synthes manufactured devices. During the procedure, the handle of the small hexagonal screwdriver broke while removing a screw. Another device was readily available and was used to complete the procedure successfully with a delay of approximately 30 minutes. This report is for one (1) small hexagonal screwdriver this is report 1 of 1 for (B)(4).